Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - end caps: tibial nail, unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal due to infection. The hardware removal of a synthes tibial nail and unknown total knee implants. The tibia and the knee were grossly infected. The tibial nail was placed at an unknown time and place. The hardware was removed successfully, and two humeral nails were wrapped in cement and used as antibiotic spacers. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) unk - end caps: tibial nail. This report is 4 of 4 (B)(4).